Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. 761434) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: the case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. 761434) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: this case (B)(4) linked to (B)(4). Patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: this case 2017-222059 linked to 2017-167290. Patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.